Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh and ams sparc sling were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat and pelvic organ prolapse. The patient underwent the concurrent procedure of sparc mesh implantation in order to treat stress urinary incontinence it was reported that following insertion the patient experienced erosion, urinary problems and recurrence. It was reported that patient underwent mesh removal on (B)(6) 2010. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.